Event description:
It was reported that the implant eroded through the abdominal wall. The device was removed. There were no complications reported.

Manufacturer narrative:
Concomitant medical products: product ID: 4351, serial# unknown, product type: lead. Product ID: 4351, serial# unknown, product type: lead. (B)(4).

Manufacturer narrative:
Correction: medwatch filed in error as event previously reported. Initial medwatch of this supplemental, corrective MDR is being redacted as it is a duplicate medwatch. See manufacturer report # 2182207-2009-04207.